Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the patient had local discomfort with the pump's in stability with regard to the position in the abdomen. The hcp indicated that the "350 ccs of sludge" appeared to be serous fluid, but no further testing was done. Diagnostics/troubleshooting performed included the hcp withdrawing fluid, making access to the pump easier without "usg" or fluoro. The cause of the pump positioning issue was not determined. Actions/interventions taken included the patient asking to wear an abdominal binder thereafter. The pump positioning issue and sludge found at the first refill resolved. The hcp stated that although no further diagnostics were undertaken to prove this and it was not a clinical problem at the next refill. When asked if a surgical intervention was performed to resolve the issue, the hcp stated to refer this to the implanting surgeon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that regarding the 350 ccs of sludge found at the first refill, on (B)(6) 2022the patient had surgery to re-anchor the device. The hcp stated that per operation (op) notes, on (B)(6) 2022, the device was re-anchored and therefore should be functional and still in use. The hcp then stated that however, they had not seen the patient since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient mentioned the pump was implanted on their right side. The patient mentioned they did not think the doctor who implanted it did a good job and they didn't think the doctor put the pump in the pocket right because they had 350 cc's of sludge when they went in for the first refill, so they had to go back to have it fixed and then have the pump refilled again. When the agent inquired pump med, the patient stated morphine 3mg's - 20cc's, then stated it holds 40cc but the hcp puts 20mg's in it.